Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, patient experienced a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver logs were downloaded, there was no failure detected related to the complaint. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. A secondary complaint transmitter device was returned for evaluation [serial #(B)(4), lot #6000778, model #9438-06, catalog #stt-gf-001, UDI (B)(4). The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was completed and the device passed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)